Event description:
Information received a smiths medical convective blowers generated smoke and cut electricity off during an operation. Reported the smoke smelled like burnt plastic. The device was immediately removed from the operating room and operation continued with no adverse patient events reported.